Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 288 mg/dl at the time of incident. The customer reported current blood glucose of 313 mg/dl. The customer reported previous incident that happened two weeks ago related to the high blood glucose of 500 mg/dl. Troubleshooting was performed for high blood glucose and no delivery alarm. The customer reported that the cannula on the infusion set was bent. The customer declined to further troubleshoot for high blood glucose. The insulin pump was not returned for analysis.